Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 10, 2014 to july 11, 2014. Evaluation summary: visual inspection revealed a solid white particle approximately 0.35mm in length, floating in the fluid of the bladder. The particle was identified to be polycarbonate material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a half day infusor had particulate matter during filling. There was no patient involvement. No additional information is available.